Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to prime and was receiving no delivery alarms. The customer had changed the infusion set six times and still received the alarm. The customer stated that he woke up throwing up. The customer's blood glucose was 513 mg/dl. The customer treated himself with a manual injection. Troubleshooting was done. Assisted customer in performing a five unit fixed prime, and the customer stated that the insulin did exit. The customer stated that the cannula was not bent. Nothing further reported.